Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The lot # 25156336 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 04/29/2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle as well as on the c-ring. The c-ring was observed to transected and melted in the center of the c-ring, the scope wash tube of the c-ring was also observed to be melted and cut away. No other visual defects were observed. Based on the returned condition of the device, the reported failure "c-ring break" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2.c-ring broke in leg and another vh-4000 was used to complete the procedure. It just split, no pieces fell into patient. Chief pa said that "the leg had a very tight tunnel. Patient was fine. No additional incisions were required and no procedural delay.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. C-ring broke in leg and another vh-4000 was used to complete the procedure. It just split, no pieces fell into patient. Chief pa said that "the leg had a very tight tunnel. Patient was fine. No additional incisions were required and no procedural delay.